Event description:
The baxter national account manager reported that the facility stated in 2008, the patient was infusing neosynephrine during open heart surgery for repair of a coronary artery bypass graft when the device failed (unknown failure). The pump was plugged in to the electrical source, and when the pump was unplugged it shutdown. The patient's blood pressure dropped (level unknown). Neosynephrine (concentration, dose, rate and volume unknown) was being administered at that time. Neosynephrine (dose unknown) was administered intravenous push (ivp) to restore the blood pressure. The patient's blood pressure was stabilized. The patient outcome was good.

Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.